Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system was stuck in standalone mode. It was reported that the imaging system and viewing station of the imaging system were restarted without resolution. It was reported that the viewing station of the imaging system application software was restarted without resolution. It was reported that the representative then performed a motion calibration on the imaging system and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.